Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented for implant procedure. During the procedure, the atrial lead exhibited high pacing impedance as well as high capture threshold. The physician removed and replaced the lead successfully. There were no patient consequences.